Manufacturer narrative:
The manufacturer previously reported an issue with the internal battery. The internal battery was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the internal battery failing was found to be due to an increase resistance of the internal fuse in the battery.

Event description:
The manufacturer received information alleging a ventilator had a failure of its internal battery. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's internal battery was replaced to address the issue.